Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.